Event description:
Health professional reported a severe port pain at 14 months. All tests negative with exception of CT showing some inflammation possible around band. La-band explant due to pt inflammation and "general pt intolerance of band." Device is available for return.

Manufacturer narrative:
Taper ii. (B) (4). The rptr of the complaint was asked to return the product for analysis. The device has not yet been received by allergan. Based upon the model number, serial number and implant date provided by the rptr, the connector type is assumed to be a taper ii. Visual examination may determine the connector type associated with this report. The rptr of the event was asked to return the product for analysis. Allergan has not received the product at this time. Therefore, no analysis or testing has been done. Pain, intolerance and inflammation are surgical/physiological complications and analysis of the device generally does not assist allergan in determining a probable cause of these events. Device labeling addresses the reported event of pain as follows: "there were additional occurrences of these events that were considered to be non-serious. Other adverse events considered related to the lap-band system that occurred in fewer than 1% of subjects included: abdominal pain, chest pain, incision pain, port site pain." Device labeling addresses the reported event of irritation/inflammation as follows: "contraindication(s): the lab-band system is contraindicated in: pts with inflammatory diseases of the gastrointestinal tract, including severe intractable esophagitis, gastric ulceration, duodenal ulceration, or specific inflammation such as crohn's disease." Device labeling addresses the contraindication for pts regarding intolerance as follows: "pts who are known to have, or suspected to have, an allergic reaction to materials contained in the system or who have exhibited pain intolerance to implanted devices."